Event description:
Additional information was received from the manufacturer representative reporting that the ins was replaced due to normal end of life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot #: (B)(4), serial #: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 8840, serial #: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: programmer, physician. Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a clinical service via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced pain in the right lower limb and back. The pain was associated with allodynia. It was unknown what diagnostics/troubleshooting was performed. The action taken to resolve the event was a new ins was implanted. The issue was resolved at the time of this report. The patient was alive with no injury. Past medical history of multiple sclerosis was noted. No further complications were reported or anticipated.